Manufacturer narrative:
Insulin pump esc button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 23 mmol/l, which was treated with manual injection. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).